Manufacturer narrative:
The customer¿s complaint that the device shut down with no alerts was not confirmed. A review of the pcu event log indicated that the system had been running on battery power for approximately 53 minutes with three pump modules infusing when the device alarmed for a discharged battery, and all three infusions were paused. The confirm key was pressed to power off the system, and the system was then immediately powered back on after connecting the device to ac. All three infusions were then restarted and the infusions ran for approximately 9 more minutes before the system was shut down. Functional testing performed replicated an event where the device was running on battery power and cascaded past the lb1 and lb2 alarms and went directly into the lb3 battery discharged alarm. Testing indicated that after an adequate charge cycle, and a reset of the battery capacity information, all battery alarms occurred appropriately. The root cause of the report that the device shut down with no alerts was not determined. Because a conditioning process was performed on the device prior to it being returned for investigation, it cannot be determined if an adequate charge cycle could have prevented the device from cascading past the lb1 and lb2 alarms.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Received a copy of the customer's medsun report which states "the alaris unit shut down without any battery alerts prior to shutdown. There is also no indication in device logs that battery was low or shutting down. Using the suspected faulty battery, this failure was replicated by the clinical engineering department on another alaris pump that was working properly. We have had 3 instances of this type of problem; in each event, it was determined that the battery caused the problem. There was no significant patient harm caused by these failures. The batteries used all were original OEM from alaris." The customer reported that the pcu and 4 pump modules were being used to infuse medications on a critically ill patient. Reportedly the pcu shut down without any low battery and/or "shutting down" warnings, which resulted in the 4 pumps shutting down. The patient was critically ill before the event and the customer was only able to disclose that no significant patient harm resulted from the event. The customer clinical engineering department was able to replicate this issue on a different pcu using the suspect battery.